Event description:
It was reported that the health care professional (hcp) called to discuss alert configurations for the right ventricular (rv) shock lead impedance (sli) out of range (oor) values. Technical service discussed programming options and over the last year the upper rate limit was increased to 150 ohms. It was noted this right ventricular (rv) lead had a gradual rise in sli over the last year. Additionally, there were two oor sli measuring 125 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.